Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing abdominal pulsation and it was suspected that the left ventricular (lv) lead was exhibiting diaphragmatic stimulation. Additional information received confirmed lv lead diaphragmatic stimulation. Settings were reprogrammed to a new vector. The lv lead remains in use. No further patient complications have been reported as a result of this event.